Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is not possible as no lot number was provided. (B)(4).

Event description:
(B)(4) received a report stating the gastro-enteric tube clogged and the clog could not be removed. The pt was taken to the interventional radiology department and the enteral feeding tube was replaced. No additional info was provided in regards to the pt's status.